Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4. Catalog should be ¿unk_smart touch bidirectional sf¿ note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf and the patient experienced heart block that required pacemaker implantation. First, it was reported that when coming onto ablation with a thermocool smarttouch sf catheter, there was a "high electrode temperature" error message being displayed on the ngen monitor. The temperature cut off value was not exceeded. The cable was replaced without resolution. The thermocool smarttouch sf catheter was replaced and the issue was resolved. The procedure continued. It was also reported that the patient's atrioventricular (av) node was damaged during the procedure. They noticed a heart block by "looking at the signals." The patient received a pacemaker and the patient was hospitalized. The physician's opinion on the cause of the adverse event was that it was expected as the patient asked that they get rid of the supraventricular tachycardia (svt) even if it results in burning the av node and a pacemaker.